Manufacturer narrative:
(B)(4). Information was not provided by the contact. That analysis results found that only the sleeve of the 2b5lt device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity or energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric sleeve procedure, the trocar broke in half. Another like device was used to complete the procedure. There were no adverse consequences for the patient.